Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a right total hip arthroplasty in 1975 with competitor product. Subsequently, patient was revised in 1992 due to an unknown reason. Patient underwent another revision procedure on february 10, 1992 due to an unknown reason. Patient underwent a third revision procedure on (B)(6) 2004 due to a loosened acetabular cup.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - 1992, PMA/510(k) number, manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00667 & 02770).